Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was 286 mg/dl. The customer stated that the pump screen is completely blank. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 286 mg/dl. Customer does not have a new aaa alkaline battery to test with the pump. The customer was advised we ship a replacement battery cap. The customer was advised to insert a new aaa alkaline battery as soon as possible, if display does not return, revert to a backup plan until the replacement battery cap arrives.